Event description:
It was reported that the customer received a continuous glucose monitor error 42.. There was no adverse impact to the customer's blood glucose level. The customer was instructed to reset the pump to resolve the issue.